Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the nose assembly of the attachment device had run out at the front and the coupler bearings were broken due to overload. It was determined that the issue caused the attachment to become too hot, damaging several components internally. It was further observed that the cutter device could not be inserted, the bearing was worn, and the device had component damage and was heating. It was further determined that the device failed pretest for cutter insertion. It was noted in the service order that the bearing was defective. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.